Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of crack and expulsion: "method of use failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the forehead. During the injection, the luer lock cracked and the product spilled out between the needle and syringe. There were no injuries.

Manufacturer narrative:
(B)(4). Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip).

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the forehead. During the injection, the luer lock cracked and the product spilled out between the needle and syringe. There were no injuries.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the forehead. During the injection, the luer lock cracked and the product spilled out between the needle and syringe. There were no injuries.